Manufacturer narrative:
(B)(4) concomitant medical product: persona ps articular surface catalog # 42511400710 lot # 62971765. Persona ps standard femoral catalog # 42500606601 lot # 63066198. Persona stemmed tibial component catalog # 42532007501 lot # 63126718. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00247, 3007963827-2018-00048, 0002648920-2018-00250.

Event description:
It was reported that the patient experienced personal injury after total knee arthroplasty. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.